Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025 the user reported experiencing severe hypoglycemia (bg 40 mg/dl) while asleep. The user did not hear the low glucose alarm and remained untreated until the caregiver woke them and prompted treatment. The user consumed juice, blood glucose rose, and the user went back to bed. No symptoms, medical intervention, or hospitalization were reported.